Event description:
Boston scientific received information that a lead perforation was confirmed. There was light pericardial effusion which was note treated. This lead remained implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon additional information this investigation will be updated.